Event description:
It was reported the epiq cvxi ultrasound system was not available during a critical tavi (transcatheter aortic valve replacement) procedure. The system crashed during the procedure and was unable to be recovered. Another system was used to complete the procedure. There was no patient or user harm associated with this event. The philips service engineer confirmed, when the system was powered on, it booted to an error code. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. There were no logs available for the event date to review and no part replaced for evaluation. There were no specific steps available to attempt to reproduce, as the customer reported it happened during normal use. The issue was resolved by the service engineer resetting the patient database. The system has returned to service with no similar issues reported.